Manufacturer narrative:
The user facility did not involve the local dräger s&s organization into examination of the device and potential repair measures. No additional information such as log file, required measures for remedy or other details were disclosed upon dräger's request. This lack of information does not allow a case-specific evaluation; only a general assessment is possible. The term "fresh gas" is being used for the breathing gas composition the device is intended to deliver to the patient according to the user's settings. A "fresh gas low or leak?" Alarm. The typical circumstances under which this alarm will be posted is an external leakage; the ventilator attempts to compensate it by applying a larger tidal volume. If the set fresh gas flow has not enough reserve the enlarged tidal volume will result in a foregoing fresh gas deficit. Another plausible scenario would be that the fresh gas flow was simply adjusted too low without other contributing factors. The aspect that the hospital did not report any technical deviations or repair measures may substantiate this assessment - if the reported observation was related to a leak outside the device or to insufficient setting there is no technical issue with the workstation which would require repair or correction. The fact that the patient support was bridged in manual ventilation is not in conflict to that - the effects of a leakage are less prominent in manual ventilation; the user simply adapts the intensity to operate the breathing bag and may compensate the leak even unnoticedly. However, the lack of information does not allow to fully exclude that a malfunction has occurred; the reportedly observed failure in automatic ventilation can neither be confirmed nor denied. Thus, this report is filed in abundance of caution.

Event description:
It was reported that the anesthesia workstation suddenly posted a fresh-gas related alarm message and that automatic ventilation failed. As per report, patient support was continued in manual ventilation with the built-in breathing bag; no patient consequences have occurred.